Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that an aseptic loosening of depuy femur component occurred. The product refobacin bone cement r 40x1 was used in the primary surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A sample of the same lot number has been analyzed under standard laboratory conditions. The product did not show any unusual behavior during mixing, handling or setting. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that an aseptic loosening of depuy femur component occurred. The product refobacin bone cement r 40x1 was used in the primary surgery.